Event description:
Type of procedure: lung resection. According to the reporter: the customer reports that the device did not staple totally which led to a heavy bleeding from the pulmonary artery. The device cut neatly but the stapling was only partially done. They could not tell if staples were well shaped. In order for the product problem to be fixed, the procedure was converted to an open procedure. There was no tissue loss, however, there was tissue damage to the left upper pulmonary vein. There was no blood loss. Surgical time was delayed by more than 30 minutes but the patient is currently doing fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).